Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Additional information h6/h10: h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿at start up¿ of continuous renal replacement therapy (crrt) with a prismaflex control unit, a blood leak detection alarm was generated. The patient was disconnected. It was reported that two sets of extracorporeal blood were not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.